Manufacturer narrative:
B5: it was further reported that the plastic piece of the tubing port (inner ring of plastic, hole cover) would tear off when the adapter was pushed into the port remaining in the bag and clearly visible; the plastic broke off instead of remaining attached. F2: the medwatch report # for this event: mw5099070. H10: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The filled bag was inspected and no particulate matter was observed. The reported condition was not verified. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The medwatch report number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml intravia containers had a small, jagged, clear plastic piece that floated around in the bags. It was further reported that the bags were used with non-baxter adapters. This was observed during injection of normal saline into the bags. There was no patient involvement. No additional information is available.